Manufacturer narrative:
Analysis confirmed the reported event; the issue was due to the touchscreen. Analysis also found the floppy drive, media door, and display flex cable were defective. It was noted the lower case feet were worn. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.

Event description:
It was reported the stylus pen gives wrong reaction; the calibration cannot be performed. The programmer is expected to be returned for service. There was no patient involvement.